Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the mid circumflex artery. The 3.0 x 8 mm nc trek was intended to be used to post-dilate an implanted drug eluting stent. However, during preparation, there was strong resistance during the attempt to remove the protective sheath from the balloon. The protective sheath was never removed from the balloon and the device was not used. A non-abbott balloon was used for post-dilatation. The procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported difficulty to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.